Manufacturer narrative:
This instrument has been investigated. On (B)(6) 2016 an ocd field engineer (fe) arrived at the customer site and found reader camera brightness was set to 130. The fe performed the reader camera adjustment and created a new reader reference image. The fe set the camera brightness to 117 (reader brightness parameter is 101 to 128) and verified clarity of new reader reference image. The fe sent the log files to cts. The customer verified and accepted qc. The fe informed the customer of the camera being out of specification. Repairs have returned this instrument to expected operation.

Event description:
The fe discovered that the provue camera setting was out of specification. The log showed the setting to be at 130 which is out of specification. The customer is unable to confirm no erroneous results have been reported due to the length of time the out of specification condition has existed. The fe informed the customer of the out of specification finding. (B)(4).